Event description:
The facility reported a depleted battery alarm. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact inforamtion. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.

Manufacturer narrative:
The reported condition was confirmed. This issue is currently being investigated.